Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. The customer also reported that they tried to rewind the insulin pump to get it work. The customer stated that they were unsure about if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during rewind due to jammed motor gear box. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during the rewind test.